Manufacturer narrative:
H10: the lot number for the device was not provided, therefore a lot history review could not be performed. The device was returned for evaluation and material separation was identified. The definitive root cause could not be established. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cruo14sa recanalization catheter allegedly experienced material deformation and material separation. This report was received from a single source. There was no patient contact in this event. The patient is 73 years old; however, the patient sex and weight were not provided.

Event description:
This report summarizes one malfunction. Recanalization catheter allegedly experienced material deformation and material separation. This report was received from a single source. There was no patient contact in this event. The patient is (B)(6) years old; however, the patient sex and weight were not provided.